Manufacturer narrative:
Evaluation summary: the cause is that the edge of the suction cylinder comes into contact with the brush, and the sheath of the brush is scraped off, when brushing outside of water. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 24-jun-2021 that occurred in the united states. The information provided indicated that the "brush stuck/broken in channel" involving pentax medical video colonoscope model ec38-i10cl-us, serial number (B)(4). The user facility stated the "suction cylinder shaving sharp, shaving cleaning brush." The customer owned endoscope was received by pentax medical for evaluation on 12-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings on 16-jul-2021 and 19-jul-2021: suction cylinder deformed, passed dry leak test, passed wet leak test, up angulation decreased. The device underwent repairs including the following components: control body complete pb-free, o-rings and seals. The endoscope is awaiting repair and approved by final qc as 24-jul-2021. This is the first time pentax model ec38-i10cl-us, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on 28-feb-2020.